Event description:
In 2009, customer reported that the xper information management (xper im) physiomonitoring 5 host would not connect to the database. The system was rebooted but would not launch the xper im software. The account chose to replace the xper im host with the calysto series IV host. Following this, the procedure continued. Customer did not report a patient death at the time of this call. A follow-up call to the account on 04/23/09 revealed that the xper 1m host had been put back in place and was not having any issues. There was also no report of a patient death during this call. The following month, the cath lab medical director, emailed phillips and philips (biomedical) sales and customer service personnel expressing his concerns over the issue that occurred on original date. In this email, he stated that he was"very uncomfortable with a clinical event ending with a patient's death" and felt that "the delay to make xim working may have been the difference."

Manufacturer narrative:
Ipc support went onsite in 2009. They spoke with customer who stated that users were unable to log into xper im software. He tried closing software and relaunching but it would not launch, so reboot was performed. Following reboot, software would not connect to server, so they replaced xper im host with calysto series IV host and continued procedure. When ipc support arrived onsite xper im host had been put back in place and there had been no further issues. There have been no other calls for this device either before or after the reported issue. Support felt problem could have been caused by network cable being disconnected, panic by lab personnel from patient crashing and lack of expertise on system or by incorrect logon entries. Support noted that we have not had a history of netfails at this account nor did he see any while he was there. Xper im IFU user's guide rev 2, section 2.4.36 states "the acc/aha guidelines for cardiac catheterization labs (jacc volume 18, no. 5) emphasize the importance of patient monitoring during cardiac catheterization procedures. In view of this, philips medical systems strongly recommends that redundant monitoring capabilities be available. The xper information management system should not be the sole means of monitoring patients during cardiac catheterization procedures." Xper im host permits monitoring of patient even if software cannot be launched. Customer spent time to troubleshoot system and ultimately replace it with their old calysto series IV host to continue procedure. Customer could have monitored patient through xper im host and captured hemodynamic data using alternate monitoring devices per our IFU instructions. Procedure then would have proceeded with minimal delay.